Manufacturer narrative:
(B)(4).

Event description:
It was reported by intuitive that during an attempted davinci robotic vaginal vault colpopexy procedure, an injury to transverse colon occurred during placement of trocar. The camera was removed and case was converted to laparotomy to repair colon. The patient went to recovery room in stable condition and was given antibiotics (with dietary management post-op). The patient became septic post-op and developed ards. Patient expired on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the account stated intuitive called them regarding this event and wanted to determine what trocar was used. The account explained that this was the first time they heard of the event themselves and had to investigate to confirm the event took place. They did confirm the patient death occurred and that an ethicon trocar was used. Ethicon explained to the account the details of the event do not seem to implicate the trocar was the reason for the patient's death and she agreed. The account contact is checking with their legal department to determine if ethicon is permitted to have a copy of the operative report. In addition, she will inquire if the surgeon's name is available for us to receive. Attempts are being made to obtain medical records and possibly coordinate a peer to peer conversation with the surgeon and ethicon medical director. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.